Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-03819. It was reported, the pt fell and is no longer receiving effective stimulation. A sjm representative was unable to resolve the issue with reprogramming. X-rays showed the scs leads have migrated and curved in the epidural space. Additionally, lead diagnostics showed invalid impedance values. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.